Event description:
It was reported that during the implant procedure, the guidewire was unable to be remove from the left ventricular (lv) lead. The lv lead was removed and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported event of ¿the guidewire was unable to be withdrawn¿ was not confirmed. As received, a complete lead was returned in one piece without a guidewire inserted in the inner coil lumen. Visual and x-ray examination of the lead did not find any anomalies. A guidewire was able to be fully inserted and removed from the inner coil lumen without any obstruction/restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.